Event description:
It was reported that since the patient got her pump in (b)(60 2014, she couldn¿t eat without vomiting. The patient thinks it was because she got the bigger sized pump. It was also reported that since the patient¿s implant in july, her spasticity had gotten worse. The patient was going to have a pump replacement the day after the report. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n186100029, implanted: (B)(6) 2009, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).